Manufacturer narrative:
One sample was returned. It was examined using magnification and it was found to be nonconforming due to a bent needle. The aspiration testing was performed and found to be conforming. The actuation testing was performed and found to be nonconforming (no movement of inner cutter). The cut testing could not be performed due to the cutter not moving. The probe was disassembled and the components inspected. There was significant resistance felt while removing the inner cutter from the bent needle. There is < 5 minutes of wear on the inner cutter when compared to wear visual standards. For this complaint file, the final customer lot was identified. According to the device history record reviews, the product released met manufacturer¿s acceptance criteria. The root cause for the actuation failure was the bent needle. How or when the needle became bent cannot be determined. A bent needle would then cause the inner cutter to become bent. The inner cutter would then rub on the outer needle and impede the function of the device. The two other related complaints for the probe lots did not identify a bent needle. (B)(4).

Event description:
The nurse confirmed that aspiration was present. The surgery was completed after opening another pack.

Event description:
A nurse reported that during a vitrectomy, the cutting probe did not work. It is unknown if aspiration was present. There was no patient harm. Additional information has been requested along with the product sample.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).